Event description:
Pt reported that they are experiencing low blood glucose (in the 30's [mg/dl]), and they do not believe they are getting the proper amount of insulin from device. Pt self-treated low blood glucose.